Event description:
A customer cut her finger after snapping open a glass ampule of control material as per directions for use. As a result of this injury this person required stitches and was given a tetanus booster inoculation. The facility has two types of control material for use with the I-stat system and couldn't specify which control was used at the time. The two types of control is descrbed below the customer identified that the vial had a level number 3 on the label. I-stat control levels 1,2,3 a buffered aqueous solution for in vitro use for quality control on the I-stat system. The control solutions do not contain human serum or serum products, but do contain buffers and preservatives. Rna medical heatocrit control levels 1,2,3. This product is buffered aqueous solution containing electrolytes and non-conductive ingredients. This control solution contains no red blood cells, no human or biological material.